Event description:
It was reported that an ilet user experienced hyperglycemia for several hours after a larger-than-usual lunch and a post-lunch infusion set change, without occlusion alerts or observed leakage, and attempted to reduce glucose using the dinner announcement; the user was advised to perform a site-only change and declined further assistance. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and education with guidance on infusion site management. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contribution from meal size, missed physical activity, or infusion site performance following a recent set change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.